Event description:
Device malfunction came up and the ventilator shutdown (would not ventilate). Patient circuit was received with the ventilator and had obvious blood throughout the circuit. Noted error code pointing to (safety valve) sv current out of range background check as well as monitor breath time failures. Inspection of patient circuit demonstrated blood throughout inspiratory and expiratory limbs as well as the humidifier. No blood was seen migrating up into the ventilator. Expiratory filtrate media was white with no evidence of blood migrating into it. User alarm log demonstrated a number of high pressure alarms which could be attributed to coughing or increase patient airway resistance. Conversation wtih the respiratory therapist (rt) revealed a patient with voluminous pulmonary bleed over time which would end up in the patient circuit. Rt would empty circuit. Rt stated at the time the ventilator generated a device alert that the ventilator seemed to not ventilate. The ventilator was replaced and no patient harm was seen.